Event description:
It was reported that while in the cath lab and upon pretest, the balloon burst. As a result, another berman catheter was used successfully. There was no reported pt death or injury. No medical/surgical intervention was needed. There was no delay or interruption. There were no pt complications and the pt outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.